Manufacturer narrative:
Device investigation details: the product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. However, the customer provided photos of the complaint product. According to pictures provided, blood is observed coming out of the luer hub. Hemostatic valve cannot be observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. Based on the photo analysis alone, the customer complaint was confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atiral fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath - small had blood on the valve. Nothing broke or separated. The only issue is that the blood was dripping back at the end of the case through the valve. No air was introduced into the body. No intervention was required. There was no bleeding. The case completed successfully. There was no report of patient consequence.